Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to uterine prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and dyspareunia. It was also reported that patient experienced erosion of mesh and underwent excision of vaginal mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, nocturia, urge incontinence, urgency and urinary frequency.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6). No additional information was provided.